Event description:
Hcp reported granuloma. The device was explanted but hcp did not provide information on patient symptoms. The device was returned to the manufacturer for analysis. Numerous attempts have been made to contact hcp without success. A follow-up report will be sent when additional information is received.